Event description:
It was reported that the patient presented to the clinic on (B)(6) 2015 because he and his mother had complaints that since his last baclofen pump he had increased pain at the injection site and that the pain had now moved to the bottom of the pump. The patient had a high pain tolerance so they were concerned because he continued to complain of pain. The initial pain complaint was right over the site of injection the needle stick for his last baclofen pump refill, which was on (B)(6) 2015. On (B)(6) 2015, the mother reported that it was still sore and that it would wake the patient at night that the pain would make him contract more and because he was tighter and in pain. The patient had no edema, redness, or pus, and then he reported that he feltlike the pain ¿fell down¿ to the bottom of the pump. The massage therapist who saw the patient at least weekly also felt that there was pain over the baclofen pump center. The patient continued to participate in his regular physical therapy and hippotherapy and the patient's mother and the patient noted that his pain got worse whenever he would ride horses or walk. The patient was a household ambulator with assistance and had a private physical therapist who came to the home. Additionally, the patient's baclofen pump was increased 0.2% at the last refill and they were concerned that this could have somehow contributed. Upon physical examination, the patient¿s blood pressure was 1 12/70, his temperature was 98.2, and his pulse was 68. He was awake and alert. He demonstrated cervical dystonia with severe oromandibular dystonia making his dysarthria extremely severe. He had difficulty coordinating respirations with speech, so he was minimally verbal. He did indicate that when the physician pressed on his pump, be it the center or in general with a fair amount of pressure and as well as when the physician palpated it along the inferior border of his pump, he did not have pain at that time. He did, however, have pain on palpation of the tendons in his groin. He did not have pain with passive ranging within his extremely tight ranges. He did not have pain with internal or external rotation, which were extremely limited as was his hip flexion and extension. At one po int, he said that he felt the pump "ping" inside him. His pump was interrogated and there were no abnormalities located in the log. It appeared to be functioning appropriately and there had been no indication of withdrawal clinically. The physician¿s impression was static encephalopathy with spastic dystonia involving all 4 limbs, face, and neck. The physician was not sure that they were not dealing with 2 separate processes as the patient no longer had pain on palpation of the pump itself. There was no edema, erythema, or anything abnormal noted. Because the patient did have pain in his groin and it was worse when he was actually in therapy or riding a horse, the physician was going to start him on a month supply of meloxicam to see if there was an inflammatory process going on. The patient's orthopedist, who had not seen the patient in a number of months, and the physician stated that they would not be surprised if the event was more of a musculoskeletal issue at least at this point; however, that was not to say that he might not have experienced pain from his last pump refill. Additionally, the patient's glaucoma had been stable and good, and it was unlikely to the physician that the event was related to the intrathecal baclofen pump. The patient¿s speech had reportedly been worse while he was in pain, but that was the most he had ever spoken to the physician. The patient¿s mother indicated that they had been rehearsing so that the physician would be able to understand that the patient¿s issues in pain were real. Finally, per the patient and mother¿s request, the physician decreased the baclofen pump dose back by 0.2%. Patient outcome was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8703w, lot # l62638, implanted: (B)(6) 1999, product type catheter. (B)(4).